Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple implantable cardioverter-defibrillator(ICD) shocks.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of arrhythmia could not be conclusively established through this evaluation. The submitted left ventricular assist device (lvad) event log file contained events from the reported event date of 08may2024. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction,¿ lists potential adverse events that may be associated with the use of heartmate 3 lvas, including cardiac arrhythmia. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post implant complication that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.